Event description:
Additional information was received. Their device was disabled (B)(6) 2013. Further information was received indicating that it remained unknown whether trauma or manipulation were possible, as the patient does not speak.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Further information was received indicating that the patient underwent a full replacement surgery on (B)(6) 2016. The lead was replaced due to lead fracture and the generator was prophylactically replaced. The patient's vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits, with 1579 ohms. It was reported by the physician that the device was not replaced earlier because at that time, the patient, who has a handicap, was wearing a corset for scoliosis and that one was incriminated to be the origin of lead fracture. The explanted devices were not returned to the manufacturer for analysis to date.

Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
Reporter indicated high lead impedance was obtained for a patient with vns diagnostics testing on (b)(2012. The patient wears a corset, but it is not certain if this may have contributed to the high lead impedance. The reporter indicated the plan of care was to disable the vns. It is not known if any trauma or device manipulation occurred. X-rays were reviewed by the manufacturer. The lead pin insertion could not be assessed due to the film angle. The electrodes appeared to be placed in an abnormal arrangement, as the polarity is clearly reversed. No strain-relief or tie-downs were used. No acute angles or fractures could be found in the portions of the lead that could be fully assessed. Based on the x-ray review, a cause for the reported high impedance could not be found. Attempts for additional information are in progress.